Event description:
The neck of the stem was broken. Limited activities.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The neck of the stem was broken. Limited activities.

Manufacturer narrative:
Reported event: an event regarding wear involving a metal head was reported. The event was confirmed via evaluation of the returned devices and through clinician review of provided medical records. Method & results: product evaluation and results visual inspection: damage was observed on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. Slight debris was observed on the articulating surface and taper of the head. Explantation damage observed. Material analysis: not performed as visual inspection provided no indication that the event was a result of a material integrity issue. If further information becomes available additional testing will be performed. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the ap pelvis x-ray shows the preence of bilateral pressfit thas. On the left side there is angulation of the head in relation to the trunnion of the stem. This is consistent with trunnionosis and massive material loss or fracture of the stems femoral neck. The mechanical complication of a femoral component trunnion/neck failure is confirmed. The root cause for this failure cannot be determined from this limited documentation. Should further information become available I would be happy to further this assessment." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to stem neck fracture. Visual inspection: damage was observed on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. Slight debris was observed on the articulating surface and taper of the head. Explantation damage observed. "The ap pelvis x-ray shows the preence of bilateral pressfit thas. On the left side there is angulation of the head in relation to the trunnion of the stem. This is consistent with trunnionosis and massive material loss or fracture of the stems femoral neck. The mechanical complication of a femoral component trunnion/neck failure is confirmed. The root cause for this failure cannot be determined from this limited documentation. Should further information become available I would be happy to further this assessment." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding wear involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results visual inspection: damage was observed on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. Slight debris was observed on the articulating surface and taper of the head. Explantation damage observed. Material analysis: not performed as visual inspection provided no indication that the event was a result of a material integrity issue. If further information becomes available additional testing will be performed. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the ap pelvis x-ray shows the presence of bilateral pressfit thas. On the left side there is angulation of the head in relation to the trunnion of the stem. This is consistent with trunnionosis and massive material loss or fracture of the stems femoral neck. The mechanical complication of a femoral component trunnion/neck failure is confirmed. The root cause for this failure cannot be determined from this limited documentation. Should further information become available I would be happy to further this assessment." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to stem neck fracture. Visual inspection: damage was observed on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. Slight debris was observed on the articulating surface and taper of the head. Explantation damage observed. "The ap pelvis x-ray shows the presence of bilateral pressfit thas. On the left side there is angulation of the head in relation to the trunnion of the stem. This is consistent with trunnionosis and massive material loss or fracture of the stems femoral neck. The mechanical complication of a femoral component trunnion/neck failure is confirmed. The root cause for this failure cannot be determined from this limited documentation. Should further information become available I would be happy to further this assessment." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The neck of the stem was broken. Limited activities.